Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer attempted to deploy the capsule but it did not attach to the esophagus. The capsule and delivery device were pulled out of the patient and the capsule fell off the delivery device just as it exited the patients mouth. A second attempt was made with a capsule and it attached normally. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - the customer attempted to deploy the capsule but it did not attach to the esophagus. One bravo delivery device was returned for analysis. Adhesive was noted on the nose of the delivery device. The capsule failed to detach from the delivery system due to excessive adhesive on the delivery device. Based on the evidence available the reported condition was confirmed. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.